Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.